Event description:
IV drip was programmed to infuse over 8 hours. Pump channel infused the entire drip in less than one hour. It was verified that the pump was set correctly with 2 rn's and provider. Pump channel was taken out of service (note this was the day after the same situation occurred on another unit). Clinical engineer sequestered equipment and initiated testing. Device failed testing, delivering excessive fluid. Manufacturer was notified. Channel was returned to the manufacturer. Manufacturer response for IV infusion pump channel, (brand not provided) (per site reporter). Requested return of device.